Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off one (1) device. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 1 photo for investigation. The photo shows a device with the hub separated from the collar. For the batches investigated, 20 retained samples from each batch were functionally tested for hub/collar separation and defective locking mechanism. The samples passed testing, as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.